Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump have been returned and evaluated by product analysis on 10/21/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Review of black box data found record of loss of prime due to non-zero low force. On investigation, the pump powered up properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. The force sensor calibration reading was within specifications. Bolus delivery exercises were completed and recorded correctly. The pump was tested with low voltage power supply and it alarmed appropriately for low battery. No prime or motor issue was encountered with the low battery testing. Pump casing was opened and no anomalies were found inside the pump. The reported prime issue was verified in the black box but not duplicate during the investigation. Unrelated to the reported prime issue, the display screen was found to be dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. Reportedly, the pump was making grinding noises during the prime step. The reporter stated that this happens when battery was not fully charged and the issue was resolved with new batteries. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.